Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/04/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 54 mg/dl with severe dizziness and unsteadiness when standing and walking. It was reported the patient was given food and drink. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. It was alleged the pump had delivered four boluses between 19:42 and 22:12 on (B)(6) 2015 totaling 6 units, which were alleged to have not been programmed by the patient. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was not accurate as programmed. Further bolus delivery troubleshooting was not completed by the reporter. This complaint is being reported because the reported serious health event was attributed to an alleged pump malfunction.